Event description:
It was reported that during a lap cholecystectomy procedure, the device did not fire. The clips did not advance. They got a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled, bypassed the first clip causing a pear shaped clips, in addition it fed and formed 8 conforming clips and 1 j-shaped clip. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.